Event description:
It was reported that the catheter kinked at the distal end during implant surgery. A different product was used as a result. There were no patient symptoms or complications related to this event. No troubleshooting was necessary. The product issue was resolved. The patient was alive with no injury at the time of the report. The pump was infusing gablofen. Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Event description:
It was later reported that there was not an out of box failure. It was noted that somehow the catheter became tangled as they were placing it, prior to tunneling. It was a combination of the shape of the patient¿s body and the technique they were using. There was nothing wrong with the catheter. Nothing additional needed to be done, just used a new catheter. The patient was not taking any oral medications. At the time of report the patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).